Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella device was implanted in the patient for mechanical circulatory support. When attempting to place the cpsa, a 0.018-inch wire unintentionally slipped out of the left ventricle, obstructing the advancement of the impella. Re-wiring was also considered, but the team determined that manipulating the wire would increase the risk of ventricular tachycardia or ventricular fibrillation. Additionally, endothelial-like tissue was observed to be attached to the device's outlet portion. Based on these factors, a decision was made to discontinue the placement.